Event description:
Procedure: wedge resection. According to the reporter: the stapler closed and fired on the lung tissue but did not open when black knobs were retracted. New staple loads were used to staple around fired load to free it from tissue. There was no injury to the patient reported.